Manufacturer narrative:
A ge representative evaluated the system and replaced a broken connector pin. The system operates as intended.

Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. The field engineer noted that there was no power to the system. This would prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.